Manufacturer narrative:
Insulin pump had intermittent buttons response due to flattened esc button dome switch. No unlocked j2/lcd keypad connector noted. No unexpected no delivery alarm during testing. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromise for sensor system test, excessive no delivery test and displacement test. No clicking noise or moisture damage on keypad, electronic, motor, vibrator and battery tube assembly during visual inspection. Insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window. Drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that their insulin pump was not working. Customer was assisted with bumped/dropped/cosmetic damage troubleshooting. Customer's blood glucose at the time of the incident was 250mg/dl. Customer reported a clicking noise during insulin pump prime. Customer stated that insulin pump sounded like there was fluid inside. Pump exposed to fluid troubleshooting was performed. Customer stated that insulin pump was exposed to sweat. Customer also reported shorter battery life and was assisted in low battery troubleshoot. Customer stated that they used non-recommended batteries. Customer also stated that no delivery alarm was received and troubleshooting was performed. Customer reported that issue was resolved with infusion set and reservoir change. Customer wanted the insulin pump replaced. The insulin pump was returned for analysis.